Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported that the patient's original procedure occurred about ten days ago. A 2.5 x 8 mm promus stent was placed in the patient's unprotected left main. In 2008, the patient presented with chest pain and had abnormal troponin levels which were mildly elevated. The stent was found to have thrombus and a 3.5 x 12mm xience stent was implanted as treatment. The patient had been taking plavix as prescribed and had only been discharged a few days prior to the reintervention. The patient is reported to be stable. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation: angina and thrombosis are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. It is likely that the angina is a secondary effect of the thrombosis. Elevated cardiac enzymes can occur as a result of many things including, a normal percutaneous coronary intervention procedure, likely as a result of the balloon inflation restricting blood glow in the vessel. The elevated enzymes may be the result of the procedure. However, a conclusive root cause for the reported patient effects, and the relationship to the devices, if any, cannot be determined.